Manufacturer narrative:
Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2024, through (B)(6) 2025, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient was happy at first but days later called crying because she could not tolerate the brightness, halos, and glares. The iol was explanted. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 5, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification reveal the complaint lens was received cut in half and coated in an unknown liquid. The lens halves were cleaned revealing scratches. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.